Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) had fiber optic error. There was no patient involvement reported.